Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received from the healthcare professional reported xen gel stent implanted at 11 o'clock in the left eye. Per physician, "possibly grasping the xen gel stent and pulling more of the stent in the subconj space to reduce tenting of the conj at the distal tip on pod #1; however, 1.5-2mm of the xen was visible in the subconj space."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of erosion and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported erosion of distal tip and 1 mm hyphema" of an unknown eye. Treatment was provided as moved xen over under conjunctiva and sutured erosion place with 10.0 nylon. The device remains implanted.